Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy xd drug-eluting stent was selected for use. During insertion, the shaft of the stent snapped in half. Another 3.00 x 12mm drug-eluting stent was also advanced but could not pass through the lesion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. A 3.00 x 12mm synergy xd drug-eluting stent was selected for use. During insertion, the shaft of the stent snapped in half. Another 3.00 x 12mm drug-eluting stent was also advanced but could not pass through the lesion. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided. Device evaluated by MFR.: synergy xd mr ous 3.00 x 12mm stent delivery system, catheter was returned for analysis. Visual, tactile and microscopic analysis was performed on the device. A visual and tactile examination of the hypotube shaft identified a break at 20.5cm distal to the distal end of the strain relief. Multiple hyptoube kinks were also identified along the length of the hypotube shaft. A visual and tactile examination of the shaft polymer extrusion profile outer and inner lumen and mid-shaft section found no issues. A microscopic analysis found no sign of damage, stretching or lifting of the stent struts. There were no signs of movement, the stent was set between the proximal and distal markerbands. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.